Manufacturer narrative:
(B)(4). The covidien field support engineer (fse) evaluated the returned compressor and verified the customer reported complaint. The cse replaced the compressor power controller printed circuit board assembly (pcba) and the compressor power distribution pcba to resolve the issue. Additionally, he replaced a battery that was not charging. The unit passed all tests and calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator's compressor became inoperable. The patient was removed from the ventilator without harm reported. Although requested, it is unknown if the patient was transferred to another ventilator.

Manufacturer narrative:
A compressor power controller printed circuit board (pcb), battery and a compressor power distribution pcb were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed and no notable conditions were found. The compressor power controller pcb, battery and compressor power distribution pcb were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.